Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter, serial number: (B)(4) / model #: 1430de / expiration date: unknown UDI #: asku, mfg date: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller data port was damaged, and the controller ac adapter exhibited intermittent electrical disconnect. The controller and ac adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary, con210134: the returned controller failed visual inspection. Investigation is ongoing. Additional products: controller ac adapter / cac004940 d4 expiration date: 2015-04-01 return date: 2018-03-23 mfg date: 2014-04-01 FDA method code(s): 10 FDA results code(s): 180 h6 FDA conclusion code(s): 19 product event summary: the cac passed external visual inspection but failed functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller (B)(6) and one controller ac adapter (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned controller revealed damage in the serial port. Furthermore, visual inspection revealed a missing serial port cap and loose power port 1 and power port 2 connectors. An internal inspection did not reveal any evidence of fluid ingress. The missing serial port cap and loose power port connectors are additional observations and are not related to the reported event. The most likely root cause of the missing serial port cap can be attributed to handling of the device. The most likely root cause of the loose power ports can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Failure analysis of the ac adapter revealed that the unit passed external visual inspection. Functional testing revealed that the ac adapter was unable to provide power. Supplemental testing revealed that the inside cable was damaged/frayed. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several momentary disconnections involving a controller ac adapter within the analyzed period. As a result, the reported events were confirmed; it is likely that the mechanical damage on the controller ac adapter caused intermittent disconnections. The most likely root cause of serial port damage can be attributed to the handling of the device. The most likely root cause of mechanical damage of ac adapter and its inability to provide power can be attributed to wear on the strain relief as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. Additional products: controller ac adapter / (B)(6). H3: yes h6 FDA method code(s): 4112 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.